Event description:
It was reported that patient experienced an infection at lead site. Therefore, surgical intervention was taken on an unknown date to explant the lead to address the issue.

Manufacturer narrative:
The date of explant is unknown. Further information requested but not received.

Event description:
Manufacturer reference number: 1627487-2023-05661. Additional information indicates that patient had infection at right ipg site as well. As a result, surgical intervention was undertaken on (B)(6) 2023 where the right lead and ipg was explanted to address the issue.